Event description:
It was reported the rigid video scope flickers in brightness. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope flickers in brightness. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore error 216 and error b30. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, olympus will continue to monitor field performance for this device.